Event description:
It was reported the patient experienced trouble breathing, felt full, and had vomiting, coincident with dwell five of five of automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the events. Treatment for the events was not reported. After five days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the events. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: as the device was not returned, a complete sample analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.